Event description:
Vloc, non-absorbable suture potentially inadvertently used during procedures for wound closure instead of absorbable vloc. Vloc suture comes in both an absorbable and non-absorbable version. The packaging for both versions is very similar. There is only a one letter difference in the MFR ref number. In this specific instance - vlocn346 vs. Vlocl346. One suture is royal blue (non-absorbable) and the other aqua green (absorbable). The colors of each are difficult to distinguish when blood is present and coating suture. The exterior of each box is not easily distinguishable on the print is small and the non-absorbable box has an "unusual" marking while the absorbable has a grey marking. These sutures are frequently used in a dim or dark room also making them more difficult to identify.